Manufacturer narrative:
Product event summary: the balloon catheter, afapro28 with lot number 66776, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 0 injections. The catheter passed the performance test; electrical integrity and impedance were also within specification. The balloon shape was not normal and visualizing when it was inflated revealed kink on guide wire lumen under the balloon segment. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.